Manufacturer narrative:
To date the device has not been received for evaluation.. A device history record review found no abnormalities that would contribute to this reported event. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised do not use burs for plunge cutting. Injury or damage may occur. Do not use shaver blade or bur if they show any signs of damage. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the hps-h001, 4.5mm x 19cm hps spherical bur, was being used during an arthroscopic procedure during an unknown date when it was reported, ¿the rupture of the 4.5 mm spherical drill in half within the patient's joint is reported, causing discomfort to the surgeon; to solve the altercation, the change to a new one was made.¿. The procedure was completed with an unknown alternative device and there was no report of injury to the patient. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The distributor attached a photograph of the broken device. It is obvious all pieces are accounted for and there is no fragmentation left behind. There was no report of medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the hps-h001, 4.5mm x 19cm hps spherical bur, was being used during an arthroscopic procedure during an unknown date when it was reported, ¿the rupture of the 4.5 mm spherical drill in half within the patient's joint is reported, causing discomfort to the surgeon; to solve the altercation, the change to a new one was made.¿. The procedure was completed with an unknown alternative device and there was no report of injury to the patient. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The distributor attached a photograph of the broken device. It is obvious all pieces are accounted for and there is no fragmentation left behind. There was no report of medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.